Event description:
It was reported that patient presented in clinic after receiving a vibratory alert. At the clinic, the device was found to be in back-up vvi mode due to potential interference from the rf remote monitoring transmitter. A firmware download successfully restored the device. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.